Event description:
It was reported that there was damage to a tandem charging cable, rendering the charging supplies non-functional. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted by technical support, who arranged for the replacement of the damaged charging supplies through two-day shipping.